Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device battery voltage measurement was inconsistent. Battery voltage measured at the device interrogation was 2.88v. The previous device interrogation on (B) (6) 2009 measured battery voltage at 2.92v. The device remains in use. No patient complications were reported as a result of this event.